Event description:
The customer reported high blood glucose. The blood glucose level at the time of the event was 300 mg/dl. Prior to the event, the customer awoke from resting. During troubleshooting, the insulin pump passed a drive support cap test, a manual prime test and a high placement test. The current blood glucose reading is 392 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.